Event description:
During a vein stripping procedure, the green tip on the catheter came off during pull back and was left inside the patient's mid-thigh. Customer states cannot see it on x-ray. There was a one-hour delay reported.

Manufacturer narrative:
Device has not been returned for evaluation, therefore, no determination could be made for the reported device failure.